Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device shows damage on the lock detail probably from the attempted insertion. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing or product specifications did not reveal abnormalities that could have contributed to the reported issue. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during gii knee surgery, the insert and the tibial baseplate did not fit together and there was a gap in the middle, making the product unusable. Finally, a s+n backup of the insert was used to complete the surgery. A delay of 30 min or less was reported. No patient harm was reported.